Event description:
It was reported that the round trial handle broke. One half of the collar inside broke off

Manufacturer narrative:
Lot# 14c157; visual inspection; device history review; complaint history review; risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The securing mechanism fracture was confirmed via visual inspection the most likely cause of the reported event was determined to be the overload during usage.

Event description:
It was reported that the round trial handle broke. One half of the collar inside broke off